Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter and test strips were requested for investigation. The meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.1 inr, qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The returned material and the retention material meet the specifications. The test strips were not returned. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4). The meter result at 10:35 a.m. Was 5.2 inr. The meter result at 10:39 a.m. Was 3.9 inr. The meter result at 10:54 a.m. Was 5.8 inr. Different fingers were used for each test. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.